Event description:
Information rec'd indicates the casters will roll when the brake is set.

Manufacturer narrative:
The technician could not adjust the casters. The technician replaced the casters to repair the bed.